Event description:
It was reported that a pediatric primary pulmonary hypertension patient noted a flolan leak during this infusion. He was treated with oxygen, and the set was changed when they noted that there was a leak near the connection of the extension set.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.